Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). A replacement pump with updated software was sent to the customer, who acknowledged the instructions and confirmed receipt details. The customer was informed of the steps needed to take with the new device, and no backup insulin therapy was currently available, prompting the customer to contact their healthcare provider.